Manufacturer narrative:
Follow-up #1: date of submission 02/04/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/23/2015 with the following findings: on examination, the keypad was intact without damage. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and did not reveal any damage, defect or contamination of the button contacts. The pump was opened for further investigation and revealed moisture damage inside the pump including the keypad wiring connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the contrast, up arrow, down arrow, and okay buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.